Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: patient pressure sensor failure.

Event description:
Hamilton medical ag received the following incident description: patient pressure sensor failure.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
Hamilton medical ag received the following incident description: patient pressure sensor failure.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. During preventive maintenance the ventilator displayed a "patient pressure sensor failure" alarm. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. The root cause of the event was deemed to be a defective inspiration valve. After replacing the inspiration valve, the device was found to be functional and was released for use.